Event description:
It was reported that during routine device change out procedure of the pulse generator, the set screw came out of the header upon unscrewing the set screw. The device was explanted and replaced. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Too many counter-clockwise rotations of the setscrew were made and the setscrew was backed out of the connector block by the user.